Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -9.0/3.0/090 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens had tore during injection/delivery into the eye. Intraoperatively the lens was removed and replaced with a same model/length lens and the problem was resolved. There was no patient injury.